Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1517304 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 7:00 pm he was relaxing 10 minutes prior to eating when he became "lightheaded" so he performed a test using his adc blood glucose meter, received a reading of 55 mg/dl and then called the paramedics. It was further reported that before the paramedics arrived customer self-treated by eating cookies. The customer reported that the paramedics initiated an intravenous infusion of unknown type and transported him to a local healthcare facility. At the hospital a reading of 276 mg/dl was received, at approximately 7:30 pm, on an unspecified hospital device. Customer was also given an IV and EKG while at the hospital. Customer was diagnosed with hyperglycemia and atrial fibrillation and admitted to the hospital for observation. The next day a reading of 210 mg/dl was received and he was discharged to go home. There was no report of death or permanent injury associated with this event.